Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an elevated heart rate leading to t-wave oversensing (twos) and was shocked twice as a result. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018: it was further reported that about three months post implant of the patient¿s new implantable cardioverter defibrillator (ICD) the patient received an inappropriate shock during an exercise period when hr (heart rate) was elevated and t-wave oversensing occurred. The ICD did not withhold delivering shock therapy for the t-wave oversensing as the ICD had determined it as a ventricular fibrillation (vf) episode. It was noted that all shock discriminators were on. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.